Event description:
A malfunction was reported on the pump by the caller. There was no reported impact on the customer¿s blood glucose level. The customer was advised by technical support to use multiple daily injections as a backup therapy. Technical support arranged to send a replacement pump with updated software and provided instructions on storage mode, return process, and initial steps for the new pump, which the customer understood and acknowledged.